Event description:
It was reported that a stent migration occurred, requiring new stent placement. Venogram and ivus imaging were performed on an acute deep vein thrombosis (dvt), prior to a stenting procedure. The inferior vena cava (ivc) measured 25mm and the left iliac measured 15.6-18mm. Prior to stenting, thrombectomy and ballooning were performed on the lesion. A 16 x 60mm x 100cm vici self-expanding stent was selected for treatment and was placed in the left iliac/ivc confluence. Upon deployment, the stent fully expanded and apposed the vein walls. The stent was post-dilated. There were no difficulties during the implant procedure and the patient was discharged. The patient returned for a follow-up appointment nine days later, with dvt. It was found that the stent migrated distally, about 4cm. The vici stent was successfully re-stented with a new 18 x 90 wallstent on the right and a 20 x 80 wallstent on the left. The patient is stable and no additional adverse patient effects were reported. Boston scientific (bsc) was only made aware of this event from the physician on april 12, 2021